Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 2 years 9 months after insertion of essure, the patient experienced vitamin d deficiency ("vitamin d deficiency"), rhinitis allergic ("allergic rhinitis") and insomnia ("insomnia"). On (B)(6) 2014, the patient experienced anaemia ("anemia"). On (B)(6) 2015, the patient experienced costochondritis ("costochondritis") and vertigo ("vertigo"). On (B)(6) 2015, the patient experienced bladder spasm ("bladder spams"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), swelling ("swelling"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), perineal pain ("perineal pain"), ovarian cyst ("ovarian cysts"), menopause ("premenopausal"), cervicitis ("mild chronic cervicitis"), groin pain ("sharp pain in groin post operative after removal of essure"), panic attack ("panic attacks") and stress ("stress reaction"). The patient was treated with cilest (ortho cyclen) and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) . Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, swelling, bladder disorder, urinary tract disorder, dyspareunia, fatigue, perineal pain, ovarian cyst, menopause, cervicitis, groin pain, anaemia, costochondritis, panic attack, vertigo, vitamin d deficiency, rhinitis allergic, bladder spasm, insomnia and stress outcome was unknown. The reporter considered anaemia, bladder disorder, bladder spasm, cervicitis, costochondritis, dyspareunia, fatigue, genital haemorrhage, groin pain, insomnia, menopause, ovarian cyst, panic attack, pelvic pain, perineal pain, rhinitis allergic, stress, swelling, urinary tract disorder, vertigo and vitamin d deficiency to be related to essure. The reporter commented: patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion smear cervix - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: cervicitis, pelvic pain, menopause, dyspareunia, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, product information updated, event added as:- bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), fatigue, perineal pain; ovarian cysts; premenopausal; mild chronic cervicitis; sharp pain in groin post-operative after removal of essure; anemia ,costochondritis; panic attacks; vertigo, vitamin d deficiency, allergic rhinitis; bladder spams ; insomnia ; stress reaction. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced vitamin d deficiency ("vitamin d deficiency"), rhinitis allergic ("allergic rhinitis") and insomnia ("insomnia"), 2 years 9 months after insertion of essure. On (B)(6) 2014, the patient experienced anaemia ("anemia"). On (B)(6) 2015, the patient experienced costochondritis ("costochondritis") and vertigo ("vertigo"). On (B)(6) 2015, the patient experienced bladder spasm ("bladder spams"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), swelling ("swelling"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), perineal pain ("perineal pain"), ovarian cyst ("ovarian cysts"), menopause ("premenopausal"), cervicitis ("mild chronic cervicitis"), procedural pain ("sharp pain in groin post operative after removal of essure"), panic attack ("panic attacks"), stress ("stress reaction") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with ethinylestradiol;norgestimate (ortho cyclen) and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes), and she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, swelling, bladder disorder, urinary tract disorder, dyspareunia, fatigue, perineal pain, ovarian cyst, menopause, cervicitis, procedural pain, anaemia, costochondritis, panic attack, vertigo, vitamin d deficiency, rhinitis allergic, bladder spasm, insomnia, stress and menorrhagia outcome was unknown. The reporter considered anaemia, bladder disorder, bladder spasm, cervicitis, costochondritis, dyspareunia, fatigue, genital haemorrhage, insomnia, menopause, menorrhagia, ovarian cyst, panic attack, pelvic pain, perineal pain, procedural pain, rhinitis allergic, stress, swelling, urinary tract disorder, vertigo and vitamin d deficiency to be related to essure. The reporter commented: patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Smear cervix - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: cervicitis, pelvic pain, menopause, dyspareunia, most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event menorrhagia(heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and swelling ("swelling"). The patient underwent a surgery to remove the essure implants on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and swelling outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and swelling to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.